Manufacturer narrative:
Evaluation of the returned red43 confirmed that the device was fractured. This damage typically occurs if the device is advanced against resistance during use. It was reported that resistance was encountered while advancing the red43 through the rhv. If the rhv used in the procedure is not fully opened during advancement of red43 through the rhv, resistance may be encountered. Forceful retraction against this resistance may have contributed to the red43 fracture. The distal fractured segment was not returned for evaluation. Further evaluation revealed that the device was ovalized throughout its length. This damage was incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing thrombectomy procedure in right m2 segment of the middle cerebral artery (mca) using a penumbra system red 43 reperfusion catheter (red43), a penumbra system red 62 reperfusion catheter (red62), a neuron max 6f 088 long sheath (neuron max), a neuron select catheter 6f (6f select), a rotating hemostasis valve (rhv), and a guidewire. It was reported that the patient¿s anatomy was not extremely tortuous. During the procedure, the neuron max was placed within the right internal carotid artery (ica) using the 6f select and the guidewire. The 6f select was removed, and then the red43 and the red62 were advanced together as a system over the guidewire to the target location. The physician completed one pass while withdrawing the red43 and red62 extracting most of the clot. The red43 and the red62 were then removed for flushing. After flushing the red43 and red62, prior to re-advancing the red43 and the red62 through the rhv, the red43 was noted to be two to three inches out of red62 and into the rhv. While attempting to re-advance the red43 and the red62 through the rhv, the physician experienced resistance. It was reported that the physician was able to advance the red43 and the red62 through the rhv and into the neuron max after some time. The red43 and the red62 continued to advance through the neuron max; however, the red43 did not appear to be advancing or retracting within the neuron max under fluoroscopy. The physician decided to remove the red43, the red62, and the guidewire. It was reported that the physician used syringe aspiration on the side of the neuron max while removing the red43, red62, and the guidewire. Upon removal, the physician noticed that the red43 distal end was missing. The syringe then expelled the red43 distal end with the marker band intact along with the syringe contents. The procedure was completed at this point after achieving thrombolysis in cerebral infarction (tici) 3 was achieved.